Event description:
Complainant alleged that during a routine preventative maintenance check. The device's sync mode button would not function. The complainant indicated that there was no pt involvement in the reported failure.